Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-july-2021 / serial#: (B)(4) UDI #: (B)(4) device evaluated: no: mfg date: 09-july-2020 labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power consumption issues and were not charging. The patient had stated that "the battery dropped battery life when connected to the controller and that both batteries were not holding charge". The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the two (2) batteries ((B)(6)) were returned for evaluation. The ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation of (B)(6), (B)(6) and (B)(6) confirmed that the associated devices met all requirements for release. The reported controller display error could not be confirmed as the unit was not returned and no visual evidence was provided by the site. Applicable risk documentation and experience with events of similar circumstances were considered; events with display errors can be attributed, but not limited, to a display connection failure, faulty component in the display circuitry of the printed circuit board, and/or due to a faulty lcd display module. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. The batteries were able to charge and discharge as expected. Log file analysis did not reveal any anomalies involving the batteries. Log file analysis revealed normal power consumption and estimated flow within the analyzed period. Two (2) low flow alarms were logged on (B)(6) 2022 and (B)(6) 2022. Analysis of the event log file revealed one (1) controller power-up with associated motor start event logged on (B)(6) 2022 at 17:54:03. The controller was without power for 10 seconds. The pump was able to restart on the second attempt; the motor current upon motor start was 4450ma likely due to multiple motor start attempts. The available data log file did not cover the period in which the controller power-up event was recorded. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. Therefore, data logs prior to and following the controller power-up event were not available. As a result, the reported low flow alarms, loss of power and high motor start current events were confirmed. The reported power consumption issue and not charging events could not be confirmed. A possible root cause of the reported not charging event can be attributed to a marginal connection between the batteries and battery charger. Based on the risk documentation, possible causes of the reported low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. A possible root cause of the high motor start current can be attributed to multiple motor start attempts. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 22-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA device code(s): a0705 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: vad d4: (B)(6) h3: yes h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 d1: controller d4: (B)(6) h3: yes h6: img code(s): g02013, g04035 h6: FDA device code(s): a0708, a0902 h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding battery returns, additional devices involved in the event and further event details. B3: date of event was updated from 16-jun-2022 to 03-jun-2022. B5: event description was updated to include the controller and pump as an associated device and further details of the event. Additional products: d4: serial#: (B)(6), d9: yes, return date: 22-aug-2022 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, d1: heartware ventricular assist system ¿ pump d4: model#: 1104 / catalog#: 1104 / expiration date: 30-apr-2021 / serial#: (B)(6) UDI#: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-apr-2019, h5: yes, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b21, h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2020 / serial#: (B)(6), UDI#: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 29-apr-2019, h5: no, h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02014, g04035 h6: FDA device code(s): a0708, a0902 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient went to sleep with two fully charged batteries and woke up to the sound of a ventricular assist device (vad) low flow alarm when the batteries had power consumption issues. In addition, the controller exhibited a display error where the controller display showed 55546. It was noted that the display error stopped spontaneously. The display problem was possibly due to a stuck bit on the lcd interface and had a bad connection on the flex cable. It was also reported that review of logfiles data revealed unexpected loss of power to the controller and an increasing trend in the ¿motor start power." The vad and controller remain in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the two batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Possible root causes involving batteries that rapidly discharge can be attributed to soldering or welding defects. Possible root causes of the reported not charging event can be attributed, but not limited, to internal battery communication errors, faulty integrated circuits, improper welds, soldering defects, out of temperature range, and/or a charge time-out of eight (8) hours. Additional products: d4: serial #:(B)(6) h3: yes h6: FDA method code(s): h6: FDA results code(s): h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.